Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An ipg replacement was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.